Manufacturer narrative:
Visual inspections were performed on the returned device. The unspecified failure was observed as a malposition of the suture. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information reviewed, it is likely that interaction with the patient anatomy or friable vessel contributed to the reported difficulty. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a transfemoral cerebral angiography interventional procedure with a 6f sheath. Reportedly, the suture was not present when the plunger was pulled back. An additional prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. A second prostyle device was received by the abbott returned goods lab. Analysis of the device found that the suture loop remained inside the suture bearing. Follow-up with the account provided no information regarding this device. No additional information was provided.